Manufacturer narrative:
Device: no malfunction was alleged on the device in question - it was reported that "no performance issues were observed with the balloon [device in question], and technical outcome was perfect". The device in question will not be returned to the manufacturer for further investigation, as it was disposed by the user facility. A review of the lot history record was performed on the related lot [of the device in question] and no yield or component issues that are relevant to this event were identified at the time of manufacture. The related lot had met all required specifications, and passed all visual inspections. A search in the complaint database was performed and no other complaint has been reported for the related lot. MFR. Report #6000078-2007-00145 and MFR. Report #6000078-2007-00146 are related to the same event.

Event description:
Patient was a female, diabetic and smoker presented with repeated tia despite being on aggrenox. Angiography confirmed mid basilar artery stenosis greater than 50%. Angioplasty performed with 2mm x 15mm balloon [device in question]. Clinical and technical outcome was perfect. There was no performance issue involved with the balloon. Lesion was stented post-angioplasty with a 2.5mm x 20mm stent. Stent deployed as desired with no product or procedural/technical issues. No in-stent thrombosis or clot was observed. Patient did not wake up fully from anesthesia. Three hours post procedure, MRI confirmed multiple acute focal posterior circulation ischemia. No flow was noted beyond pica artery bilaterally. Patient was taken to angiography which confirmed thrombus within entire basilar artery occluding flow. Patient was treated acutely by the doctor using integrelin and tpa intraarterially. It was reported that "acute thrombus result", however, patient never became conscious enough to extubate. Patient maintained medically on aspirin and plavix. In 2007: patient removed from life support.